Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose level was 589 mg/dl and dropped to 459 mg/dl. The insulin pump was not recording the fill tubing. However, while troubleshooting the fill tubing was recorded. The device was not returned.